Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report is being submitted to update the h. Device manufacturers only fields. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it was not operating in safety mode. It was confirmed that brady therapy remained available. Nevertheless, engineers determined that during a telemetry session this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to field parameters operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. This product was returned for analysis.